Event description:
It was reported that an alert for non-sustained oversensing was observed. The alert was found to be false and due to temporary loss of capture. The physician elected not to make any changes as the patient was not dependent and did not need pacing. The patient will continue to be monitored via remote transmission. Patient condition was good.